Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a collimator error message. No pt injury was reported.